Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged (i.e. Disconnection) or parts mounted on the electrical circuit board (i.e. Integrated circuit chips and capacitors) were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex deflectable videoscope¿s screen suddenly disappeared. The issue occurred during a therapeutic laparoscopic procedure. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the monitor shows a black screen with no image due to damage to the charged coupled device unit, the adhesive on the bending section cover was chipped, the bending section cover and switch 3 was scratched, and switches 1, 2, and 3 were discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6).